Event description:
It was reported, that during a da vinci-assisted nephrectomy surgical procedure. Arm 2 was experiencing repeated recoverable error 23118. The customer was unable to recover the error. Customer then disabled the arm to complete the procedure. Caller stated, that issue occurred near the end of their procedure. And were able to complete the procedure without further issues. The technical support engineer (tse) reviewed live logs and confirmed, repeated 23118 errors on universal surgical manipulator (usm) 2 axis 1. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, the fse replaced the universal surgical manipulator (usm) to resolve the error issue. Repeated recoverable error 23118 experienced by the customer and system logs confirmed, motor encoder fault by usm 2 axis 1. The system was tested and verified as ready for use. Isi received the universal surgical manipulator (usm) involved with this complaint, and completed the device evaluation. Failure analysis (fa) investigation of the returned usm confirmed, the customer reported error issue 23118 on system startup. When the yaw chip encoder virtual absolute (cva), printed circuit assembly (pca) was replaced with a test unit. The error disappeared. And when the original yaw cva, pca was installed back again, the error returned. The yaw cva, pca will be replaced as a fix. With the test yaw cva, pca installed, the unit was able to be driven intuitively on a system through its full range of motion with no error. The unit was also tested on a pftp and passed all required tests.